Event description:
It was reported that during a mitral valve repair procedure, the introducer that was provided with the catheter was inserted. The doctor then attempted to place the catheter into the introducer multiple times without success. The catheter tip actually became damaged due to the multiple insertion attempts. Another introducer was placed in the pt at the same insertion site. Then another catheter was opened and going to be used, however, the doctor decided to convert the case to a median sternotomy instead due to this difficulty. The case was then completed successfully.

Manufacturer narrative:
Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. A review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria. Any further info derived from the evaluation will be submitted in a supplemental 3500a form.